Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 6000 c501 module when compared to 2 different modules (c3 and c2). Results for the sodium (na) test were affected. The original sample was tested and the initial result was 141 mmol/l. A new sample was drawn and tested six hours later, resulting in 134 mmol/l (tested on module c3). A repeat test was performed. It was requested which sample was repeated but this information couldn't be provided. The repeat result was 132 mmol/l (tested on module c2). The result of 134 mmol/l was deemed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The calibration was last performed on 26-mar-2024 and was acceptable. Qc was acceptable. The alarm trace showed abnormal probe sucking and abnormal sample aspiration alarms. The field service engineer found a defective sample probe. He replaced the defective sample probe. He performed ise checks and they were within specifications. The customer performed calibration and qc and they were acceptable. The service actions (replacing the defective sample probe) resolved the issue. No further issues were reported afterward.